Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during prime test at 4 lbs, due to faulty force sensor resistor. All operating currents are within specification. Off no power alarm functions properly. The device passed self-test, was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window and a missing end cap sticker. (B)(4).

Event description:
The insulin pump was returned for an unknown reason.